Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 45% battery life to 5%, and subsequently shut off within 5 to 10 minutes. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until a replacement pump arrived.